Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor was unable to complete pulse testing. Upon investigation the monitor failed a pulse test and displayed a service 110. The cause for the failure was isolated to a defective u1004, u1005, u6 and c621 components on the computer/analog board. The root cause for the defective components be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete a pulse test.